Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Additionally, reportedly an incomplete insertion during implantation surgery with 4 channel out of cochlea was observed. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance is affected. No trauma has been reported. In situ measurements show 8 channels with high impedance and 3 channels are involved in short circuits. Reportedly, there was a gradual loss in the hearing performance. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, reportedly an incomplete insertion during implantation surgery with 4 channels out of cochlea was observed. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
There was a gradual loss in the recipient's hearing performance. No trauma has been reported. In situ measurements show 8 channels with high impedance and 3 channels are involved in short circuits. The user has been re-implanted.